Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26620 and 1627487-2015-26621. It was reported the patient was receiving mainly groin stimulation and was not receiving stimulation in her left foot so the patient turned off the stimulation. Reprogramming was unable to provide stimulation in the left foot without the patient experiencing uncomfortable pocket stimulation (reference MFR. Report: 1627487-2015-26618). Follow up information identified the patient underwent surgical intervention on 11/02/2015 to remove and replace the leads which resolved the issue.

Manufacturer narrative:
Device #2 has been corrected to 1627487-2015-26640. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26640 and 1627487-2015-26621.